Event description:
The pt was implanted with hernia mesh t-sling. Later the pt experienced exposure (size not noted) across the front of the urethra. Under general anesthesia, an excision of the exposed t-sling was performed.